Event description:
It has been reported to us that during the procedure,the device did not pace. There was no patient injury and the device is being returned for our analysis.

Manufacturer narrative:
H3: device not yet returned for evaluation.